Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. It was reported that a CT on the date of discharge from the hospital showed a suspected type ib endoleak in the left common iliac artery. The physician stated that the cause of the event was anatomy related; specifically, that the cia was severely tortuous and became accordioned and shortened when the wire and delivery system were inserted. Implant of the device continued but the landing zone only had about 1.5 stents. It was also noted that the distal end of the iliac landing zone was 10-11 mm and the device was sized to those dimensions, but the proximal end of the iliac landing zone was 12-13, so the device ended up undersized. No clinical sequelae were reported and the patient is being monitored by their physician.